Event description:
It was reported that during the procedure in the moderately calcified and mildly tortuous proximal and mid left anterior descending artery, the 2.5 x 15 mm trek dilatation catheter was advanced to the target site and the balloon was inflated. During the first inflation, a balloon rupture occurred at 10 atmospheres, as evidenced by blood backflow into the indeflator. The device was removed from the anatomy without resistance and a second same size trek was used. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.